Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with aneurysm enlargement (unknown diameter) and a type iiia endoleak with component separation between the bifurcated and suprarenal devices. The physician plans to re-intervene and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type iiia endoleak of the aortic components with complete component separation and aneurysm sac growth of 14mm. The event is most likely user-related due to the off-label infrarenal neck angulation of 69 degrees (IFU requirement less than 60), in addition to the increase in the aortic angle of 18 degrees (aortic remodeling) contributing to the event. There were no procedure-related harms identified. The final patient status was discharged on post-operative day one and home stable post successful endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with strata.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting two (2) suprarenal afx devices on (B)(6) 2019. The leak was confirmed resolved at the conclusion of the re-intervention, and the patient reportedly tolerated the procedure well. In addition, clinical assessment confirmed that the patient had an off-label neck anatomy at the time of the initial case.